Manufacturer narrative:
The subjected device was not returned to olympus medical systems corp.(omsc). There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. A perforation occurred during a colonoscopy. The incident resulted in extended hospital stay. The extra stay is 1 day. The information about the treatment for the patient has not reported.